Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's age and weight are unknown. Product details were not provided. As the lot # is unknown, the device manufacture date could not be determined.

Event description:
The advocate called to verify the use of the control material. During the call, the advocate reported that the customer tested her blood glucose reading on a contour next ez meter and felt sick. The advocate did not specify if the symptoms were for high or low glucose. The customer went to an emergency room. In the hospital, the customer was tested for blood glucose and the reading obtained on the hospital's meter was different than that obtained on the contour next ez meter. The customer did not specify the readings. The customer was provided treatment in the hospital. The specific details of the treatment were not provided. No further information could be obtained from the customer. The strips are not expected to be returned.